Manufacturer narrative:
The reported event was confirmed, since an x-ray was provided by the hcp that was reviewed and matches the alleged failure mode a review of the x-ray provided by the hcp reveals that the assembly screw has fractured into two segments, resulting in detachment of the distal stem from the proximal body, with the distal stem remaining embedded within the pt¿s humerus. A medical expert reviewed the provided x-rays and stated the event was most likely due to material fatigue and/or patient fall in a situation where there is no metaphyseal (proximal) bone support for the hrs construct. Since bone support stops exactly at the junction between the stem and metaphyseal body, breakage over time is very likely to happen at this point. However, no conclusive statement can be provided, because key clinical information was not provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a patient was informed by their doctor at a local medical center about an upcoming revision surgery for a broken revive stem, now known as tornier hrs, a wright medical product. The patient received an x-ray confirming the condition and was informed that no further information would be available until the revision surgery. An update is expected after the procedure.

Event description:
It was reported that a patient was informed by their doctor at a local medical center about an upcoming revision surgery for a broken revive stem, now known as tornier hrs, a wright medical product. The patient received an x-ray confirming the condition and was informed that no further information would be available until the revision surgery. An update is expected after the procedure.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.